Event description:
Patient with severe aortic stenosis. Transcatheter aortic valve replacement (tavr) procedure was aborted after the tavr valve became lodged in the left iliac, requiring emergent vascular surgery with ligation of the left distal common iliac, internal iliac and external iliac ligation with common iliac to left common femoral artery (cfa) bypass and bilateral femoral artery cutdowns. Patient received 8 units packed red blood cells (prbc), 6 u ffp, 1 of platelet, 10 cryo. Per report of event, standard tavr was performed, with the esheath on the left side. Patient was to the point with no issues of delivery of the esheath up the left side. Pre dilator was used on back table, and sheath inserted. At the time for the valve delivery, the loader tool was inserted all the way. The valve was inserted into the sheath and advanced. Per report of the event, the physician said that the valve had normal push to pass through. As inserting the valve, the company representative noticed wire coming back from the left ventricle (lv). He asked the physician to pan to the access point. This is where it was seen that the commander had prolapsed into the internal iliac of the patient. Also the valve had a bent strut. Vascular surgery was called and decided to pull the commander back. After getting it straight they tried to walk delivery system back and it was seen that the valve was partially out of the sheath. The decision was made to surgically cut down on the iliac to remove valve. The procedure was stopped and surgery was performed. Manufacturer response for valve aortic sapien 3 edwards ultra transcatheter heart valve, valve aortic sapien 3 edwards 26mm heart transcath (per site reporter). Pending review.